Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the water tank. The device was cleaned by patient with soclean. The patient claims severe ear infection and sinus infection. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Not returned to manufacturer.

Manufacturer narrative:
The manufacturer previous reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the water tank. The device was cleaned by patient with soclean. The patient claims severe ear infection and sinus infection. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. After receiving new information the patient alleges 40% hearing loss in both ears due to infections and received antibiotics. The patient is still receiving treatment from her specialist. After receiving this new information section b has been updated from a product problem to both a product problem and adverse event. Additionally coding has been updated to match the patients claims. At this time the device has not been returned and the investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.